Manufacturer narrative:
The bur subject to this event was not returned to the MFR for eval, it was discarded. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure, the bur broke along the shaft and hit the surgeon on the head. It was further reported that the broken piece did not fall into the surgical site and there was no pt or user injury. It was also reported that another bur was readily available and the procedure was completed successfully.